Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional patient/event details have been requested but none have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that an unspecified number of 3.0mm unomedical endotracheal tubes had excessive stiffness plus sharp ends. No lot number was provided. There was no reported harm. No additional information was provided.